Event description:
It was reported that the ventilator generated an alarm indicating high positive end expiratory pressure alarm. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to positive end expiratory pressure (peep) high alarm. Identification of issue has been done by analyzing problem description, service report and the device¿s logs. Based on information provided, the issue was solved by replacing pressure transducer and expiratory channel connector printed circuit boards (pcb).no parts were returned to factory for further analysis, therefore the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).